Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: brand name ¿ ni, device code - ni, device info - ni, date implanted - ni, PMA/510(k) number ¿ ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product remains implanted.

Event description:
It was reported the patient experienced pain and bearing movement on the right knee. A revision procedure has been indicated; however, no revision procedure has been reported to date.